Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the bed head section goes half way up, but then drops down.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Junction box, not able to duplicate issue. Not set up to test underload. Complaint of "bed head section goes half way up, but then drops down" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Junction box, not able to duplicate issue. Not set up to test underload. Complaint of "bed head section goes half way up, but then drops down" was not confirmed. Dealer is stating that the bed head section goes half way up, but then drops down.